Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they will not return the defective unit for evaluation. Therefore, no root cause could be determined . However, the customer mentioned that they will order a replacement part and install it themselves to complete the repair. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Freq pot only goes to 14.9 . Called for p/n of pot. He will order and install himself to complete repair. Mdm changed.